Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the charger arced while charging. She states the sound of the unit arcing woke her up and states the home she lives in has new wiring.